Event description:
It was reported that the pta balloon ruptured and the tip of the balloon detached. The detached tip was successfully removed using a snare. There was no pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.